Event description:
It was reported that during implant the right ventricular (rv) lead showed poor sensing. The lead was removed and replaced. The second rv lead had the same sensing results and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4296 implantable pacing lead (B)(6) 2012; 2088tc competitor pacing lead (B)(6) 2012. (B)(4).